Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the top of the case was chipped and cracked. The left and right plunger cases were damaged. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was fifteen years old. Motor assembly none longer operates properly as a result of normal wear. Actions taken to mitigate the reported issue: replaced position pot, worm coupling and worm gear and leadscrew and clutches and stepper motor, carriage and carriage plate (old parts), top and bottom cases (both cracked), plunger cases, plunger cable guard and plunger tube (damaged/rusty), battery, power supply pcb (could not power up). Installed cable guard (missing). Replaced guide and barrel clamp rod and tapered spring and size pot (damaged/contaminated). Performed functional test and all delivery tests which passed. UDI information is unknown.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.